Manufacturer narrative:
No conclusive evidence has been provided that supports or opposes the fact that the invisalign system aligners caused or contributed to the reported symptom. This event is being filed as an MDR as the patient reported tooth loss (permanent impairment to body structure) and the invisalign product was being used.

Event description:
The patient reported symptoms of headaches, tooth decay, and chipped tooth (unspecified). The patient reported visiting an oral surgeon, who performed the extractions of the teeth. The patient reported taking aleve (anti-inflammatory) to alleviate the reported symptoms. It is unknown if the treatment has been discontinued or if the patient is still wearing the aligners.